Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer service representative's (csr) documentation, since the patient was unable to be reached by phone for additional information. It is not known when the alleged power issue started. The csr noted that the patient manages her diabetes with oral medication (type unknown). The patient claimed despite the alleged issue she continued to take her usual dose of medication. On the evening of the event date, after the alleged power issue started, the pt claimed she passed out as a result of the alleged power issue and was treated by emergency medical services. The patient denied being tested on any other device. In addition, the patient was unable and/or unwilling to confirm the type of treatment she received from facility it would have been helpful to obtain the following information: medication patient takes to manage her diabetes; how much time elapsed between when the alleged power issue began and when she passed out, if she had developed symptoms prior to passing out, confirm if her blood glucose was checked with facility's meter and what the reading was; and confirm type of treatment received from facility. At the time of troubleshooting, the csr noted that the alleged power issue was resolved after the patient replaced the subject meter's battery. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly "passed out" after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.